Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had a clutch error. No patient injury reported.

Manufacturer narrative:
Functional testing popping noise was heard followed by 'travel course error - check clutch/plunger lever' during the occlusion test. The reported issue was duplicated. The cause is due to the left and right clutch halves slipping on the lead screw because of customer use. As a result, the lead screw and clutch hales were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).